Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the error code may occur due to water immersion into the scope. However, a definitive root cause was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation as an olympus field service representative (fse) confirmed the issue remotely. The fse inspected the device and confirmed the scope image was black with multiple blue and pink dots swirling around the screen. The fse stated this is consistent with water invasion in the scope, but nothing was wrong with the processor or light source. The socket contacts were inspected and found no issues, the cabling was confirmed to be properly connected and tight with no image issues when wiggled. The issue was found to be a defective mb-155 leak test cable that the customer would resolve themselves. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had a scope communication error code b30. There were no reports of patient harm.